Manufacturer narrative:
Concomitant product(s): a2dr01 ipg, implanted: (B)(6)2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead alert was triggered for elevated sensing integrity counter (sic) on the right ventricular (rv) lead. Oversensing and noise were also noted. It was also reported that the right atrial (ra) lead exhibited atrial oversensing, far field r-wave (ffrw) oversensing and noise. The physician was unable to reproduce noise on either lead. Both leads continue to be closely monitored and remain in use. No patient complications have been reported as a result of this event.